Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2267 alarm during dwell 1 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power to get another alarm. The tsr assisted the hp to review the alarm log. The tsr confirmed system error 2267 alarm and system error 2367 alarm. The tsr advised the nurse to let the nurse know about the alarms. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2267 (air and fluid in the set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The event description states "the tsr advised the nurse to let the nurse know about the alarms." It should read "the tsr advised the home patient to let the nurse know about the alarms."

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.